Event description:
A nurse reported to baxter (B)(4) that during hemodialysis therapy white formations were observed on the predilution line. The treatment was stopped. No medication was added to the bags or via the aqualine and all accusol bags were mixed. 2 bags were used on the same patient (1 from each) from different batches so logged a separate complaint. A sample has not been made available but a photo had been attached in the attachment tab. There was patient involvement but no patient injury or medical intervention has been reported / confirmed by the customer.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample was not available for evaluation but a picture was sent in. Baxter has completed a detailed investigation into the occurrence of white precipitate in solution lines associated with the use of accusol. It has been determined that the reported white material is precipitation of calcium carbonates. Baxter has an active team working on improving the performance of the accusol product. The investigations have determined that the ph of the solution is the primary root cause of this problem. The higher the solution ph the more likely the formation of precipitates. A revised specification for solution ph has been implemented and only batches that meet a revised ph limit of 7.3 are released. This is effective from (B)(6) 2008. Baxter has worked with the relevant regulatory bodies on this subject and issued a caution in use notification to customers and hospitals outlining appropriate actions to take when precipitates are identified. Also, the direction insert for the product has been updated to provide additional user instructions. Baxter continues to work on the solution formulation to optimize its performance and reduce the likelihood of precipitation formation. A number of definitive actions are being considered and these are being reviewed with the regulatory authorities. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning (B)(4).